Event description:
It was reported that the user experienced multiple instances of low blood glucose while using the ilet bionic pancreas, with the lowest recorded glucose of 66 mg/dl and no reported symptoms, in the context of ongoing radiation therapy and a recent factory reset of the device; the hypoglycemia appeared temporally associated with two meal announcements made when glucose was in the mid-70s. Symptoms included asymptomatic hypoglycemia. Outcomes included self-treatment with oral glucose per the user¿s correction protocol and resolution without hospitalization. Investigation included review of user-reported event details and device use context. Investigation of this case revealed no device malfunction reported and suggested that dosing decisions following meal announcements at near-low glucose could have contributed to the events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.